Event description:
A patient's airway was protected using a fastrach lma (laryngeal mask airway). The device is an lma that the anesthesiologist inserts then snakes an endotracheal tube (ett) over to protect airway. Device is marketed to secure the airway during rescue and pre-hospital. Nowhere on the packaging does it say that the lma contains metal and is therefore not MRI safe. Patient was taken into MRI scanner and scanned; his whole neck appeared to be full of metal. Airway exchanged to regular endotracheal tube and scan redone.